Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On august 27, 2025, the user informed senseonics that the system displayed results differing from glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to a performance deviation. An RMA was issued for the return of the sensor for further investigation.upon receipt, a visual inspection and functional testing was performed, and no anomalies were observed. A review of the in-vivo data showed optical instability during the time frame of the reported inaccuracy, which likely contributed to the observed discrepancy. A replacement sensor was provided to the user as part of the resolution. B4.date of this report 25 nov 2025. G3. Date received by the manufacturer? 25 nov 2025. H3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 10,4121 h6. Investigation findings updated to 3224 h6. Investigation conclusions updated to 4315